Manufacturer narrative:
(B)(4): a2: age of patient: age range 45-68 years old. D6a: implanted between (B)(6) 1990 and (B)(6) 2021. D10: item # unknown, unknown liner, lot # unknown. G2: report source austria. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. Since the components are unknown if or to what extent this may have contributed to the reported event remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: simon s, pawlik j, mitterer ja, huber s, dominkus m, hofstaetter jg. Ceramic heads with 12/14 titanium sleeves used on manufacturer-non-compatible retained femoral components do not lead to implant failure in revision hip arthroplasty. J arthroplasty. 2025 feb;40(2):475-479. Doi: 10.1016/j.arth.2024.08.002. Epub 2024 aug 8. Pmid: 39127312.

Event description:
On 18 june, 2025 a journal article was retrieved from the journal of arthroplasty that reported a study from austria. The purpose of the study was to review outcomes of revision total hip arthroplasty (rtha) and retained femoral stems from both manufacturer compatible and non-compatible and the used of 12/14 titanium sleeve/ceramic head (12/14 biolox option head system). The single site retrospective review and prospective follow-up study reviewed data on two cohorts; 229 rtha included the manufacturer compatible group that underwent primary tha between july 1, 1982 ¿ may 9, 2019; 210 rtha included in the non-compatible group that underwent primary tha between june 15, 1990 -december 20, 2021. Multiple different stems were retained in both cohorts during the rtha; 10 in the manufacturer-compatible cohort and 27 in the manufacturer-noncompatible cohort. Most re-revisions occurred in the first year after rtha, with 29 of 229 (12.7%) in the manufacturer-compatible group and in 24 of 210 (11.4%) in the manufacturer-non-compatible group. There were 14 (6.1%) dislocations in the manufacturer-compatible group (11 of 229 (4.8%) revisions and 3 of 229 (1.3%) closed reductions) and 10 (5.8%) dislocations in the manufacturer noncompatible group (8 of 210 (3.8%) revisions and 2 of 210 (1.0%) closed reductions), but there was no significant distribution of dislocations. The study population had the following mean age at the time of surgery: 59 years in the manufacturer compatible group (age range 50-72) (82 males/147 females); 57 years in the manufacturer- noncompatible group (age range 45-68) (61males/149 females). Follow-up was conducted @ 1, 3, 5, 10 and 15 year with a mean length of follow-up and minimum 2 years follow-up was conducted. Median follow was 6.6 years (range 4.5-9.3). The study reported in the manufacturer non-compatible cohort 2 dislocations which underwent closed reduction. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.